Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to non-physiologic sensing. Increased short interval counts (sic) had also been observed. No oversensing was seen in real-time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).